Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal of prosthetic vaginal mesh placed during colpopexy, vaginal approach, and pubovaginal sling on (B)(6) 2013 due to female stress incontinence and exposure of implanted vaginal mesh and other prosthetic materials into the vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and the mesh was implanted due to stress urinary incontinence. The patient underwent a mesh revision/removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06612. The same patient is represented in each medwatch.

Manufacturer narrative:
.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2011 due to erosion.